Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that the device's active exhalation control module was replaced to address an observed issue. The device later failed a step during testing. The device's sensor board was replaced to address the issue.